Manufacturer narrative:
Eval summary: the analysis results found that the device was returend with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The hand-activation buttons were tested and functioned properly. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a lap gastric bypass procedure, the device was working fine and all of a sudden they got an error code and could not get rid of the error code. Instrument error code 5. Opened a second handpiece and continued with the procedure with no pt consequence. One device is being returned.